Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that patient received the following results on the compact plus system within 2 minutes: .9 mmol/l and 3.8 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, customer has discarded strips.